Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6) 2018, a 2.5x18mm xience alpine stent was implanted in the distal right coronary artery lesion. On (B)(6) 2018, the patient woke up at 5am with no complaint; between 6:15-6:20am, the patient was found on the floor at home, and was brought into the emergency room in full cardiac arrest. Medication was provided and cardiopulmonary resuscitation was performed, however on (B)(6) 2018, the patient expired. No imaging was performed on the device. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the xience alpine, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.